Event description:
The patient felt her implantable neurostimulator (ins) has migrated. The ins was in a different spot than it was initially put in. The patient went to her doctor¿s office in (B)(6) to notify them of the issue; they thought nothing had changed with the ins. The patient felt this may have occurred several months ago. The patient also started to have pain in the pocket site as well. The patient was going to continue to monitor the ins and will report back to her health care provider (hcp) onthis. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).